Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit broke when instrument was dropped.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the reported complaint. A complaint database search has identified a trend for these failures within the (B)(4) quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) surveillance. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.